Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the power conversion board. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion board was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that while the manufacturer representative was replacing the docking pin, the system was unplugged, and the fan started cycling on the power conversion board. There was no patient involvement.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that two transistors on the circuit board of the unit were shorted.